Event description:
Reportable based on device analysis completed on 26oct2025. It was reported that visualization issues occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the screen went black. The procedure was completed with another of the same device. There was no patient complications reported. However, returned device analysis revealed the core image driveshaft was twisted and the imaging window tear.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. A broken drive and coaxial cable began 28.1 cm from the distal end of the connector shaft. Microscopic inspection revealed a broken drive and coaxial cable. The core image driveshaft was found twisted and the imaging window torn. The impedance test shows an electrical open at the proximal end of the catheter. E1: initial reporter facility: (B)(6) center.